Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The devices remain implanted in the patient and were not returned for further evaluation. Potential contributing factors to the reported event include; the patient inability to tolerate contrast imaging.

Event description:
Patient was initially implanted with a bifurcated device and a suprarenal aortic extension. On (B)(6) 2016 an additional suprarenal aortic extension was implanted to seal the reported endoleak.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a proximal extension. Upon follow up the physician identified a decrease in overlap of the main body and proximal extension. The physician elected to implant a bridge piece to increase the overlap. Patient is stable.